Event description:
As reported, during an abdominal washout procedure on (B)(6) 2024, the tip of the simpulse solo popped off into the patient's abdomen. It was reported that the tip was retrieved and another simpulse solo was used to complete the case. There was no reported patient injury.

Manufacturer narrative:
As reported, the tip of the simpluse solo popped off into the patient's abdomen. The subject device is not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october, 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - device discarded.